Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the supply line of the homechoice cassette and the supply bag; further described as ¿the leak was located in the solution bag connection point¿. This was observed after set up for automated peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the event. Renal therapy services assisted the hp with cycling the power to open cassette door and advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.